Event description:
The pt reported that they are currently hospitalized and is in ICU due to an infected dialysis port. The pt was admitted to the hospital on (B)(6) 2024. The pt is currently at maintenance dose: 1600 mcg bid. The md wants pt to down-titrate to 1000mcg twice a day. No further details provided. Product lot number and expiration date were systematically retrieved from the dispensing system.